Event description:
Boston scientific received information that this patient developed a aseptic decubitus where this cardiac resynchronization therapy defibrillator (crt-d) was implanted. The decision was made to clean the pocket out, and implant a new device in a new subpectoral pocket. There were no additional adverse patient effects reported.

Manufacturer narrative:
This crt-d was discarded at the hospital. At this time there is no additional information. Should additional information become available this report will be updated.